Event description:
Information received, indicates the bed has a high ground reading due to a broken ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.